Event description:
In reference to medline's sequential wrap, proper "hard copy" labeling is required with all medical devices. How is medline able to not provide an IFU in their cases of wrap? Also, in reference to medline's most recent dfu they claim to prevent wet packs and that they have a 2-year mpi for pre-vac, gravity, and until opened mpi for eo. I've reviewed the 510(k) [ki 13353] and am asking where those claims appear in the cleared 510(k) letter?